Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a stent implantation procedure within the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a lymphoma just below the hepaticus bifurcation. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician introduced the 10x80mm stent to the desired location and the stent was able to be deployed. A CT reconstruction was performed post procedure, the physician measured the underlying stent and determined that it measured approximately 10cm in length and had not fully expanded. The physician reported that there was only moderate tailoring of the stent since no hard stenosis was present in the lymphoma. In the physician¿s assessment, the stent was longer than the labeled length. The stent was left implanted inside the patient and the procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.